Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire pierced the catheter lumen and shearing of the guide wire coating occurred. The 100% occluded target lesion was located in the superficial femoral artery. The zipwire hydrophilic guide wire was being utilized with a non bsc angled crossing catheter to cross the occlusion. At an unspecified time, the catheter had prolapsed and as the physician was still advancing the wire, it pierced the sidewall of the catheter. There was no effect on the patient's vessel. When the zipwire was removed, coating from the wire was sheared off, but was contained within the crossing catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned product revealed a non bsc crossing catheter was returned with the wire. The catheter presented an indeterminate amount of polymer jacket material lodged within a side opening located 8.47 to 9.56mm from the distal tip. The outer surface of the tubing 8.25 to 9.0mm proximal of the cut opening in the catheter tubing wall presents indications of skive damage terminating in the cut damage. The damage is directional (proximal to distal), with the damage terminating at the catheter's angle bend feature. The wire presents 13.4cm of exposed core wire, due to skive damage to the polymer jacket by the catheter, beginning 247.7cm from the proximal end and extending to approximately 0.35mm from the distal tip. Microscopically the coating appears to be smooth and consistent with extensive deposits of blood-like material. No additional damage was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).